Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, high potassium, and high blood glucose of 569mg/dl. Troubleshooting was performed. The customer stated that her glucose reading was 130mg/dl at bedtime, and when she woke up her blood glucose was over 50mg/dl. The customer's most recent glucose reading was over 330mg/dl, and she has treated with the insulin pump and manual injections. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that she changes the infusion set every four to five days. Advised the customer that is recommended to change the infusion set every two to three days. No further information was provided.